Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to a failure of the image sensor unit. Alternatively, there may be a problem with the board inside the video connector or the system side. The inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check that normal light observation and nbi observation images are displayed normally. Reference if you cannot see the object clearly, wipe the objective lens with clean gauze moistened with ethanol for disinfection. 1 observe the palm, etc. Using normal light observation images and nbi observation images. 2 confirm that the illumination light is emitted. (See figure 3.22) 3 adjust the light intensity to an appropriate brightness. 4 confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 5 operate the ud angle lever of the endoscope to bend the curved part. (See figure 3.23) 6 operate the insertion tube rotation ring of the endoscope to rotate the insertion tube. (See figure 3.24) 7 check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur. 8 align the up index on the insertion tube rotating ring with the up index on the operation unit." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿noisy image¿. There were few additional findings; adhesive on bending section cover was chipped. Due to wear of angle wire, bending angle in upward direction does not meet the standard value, connecting tube had a dent, scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the bronchovideoscope displayed a noisy image. The issue was identified during reprocessing. The intended procedure was completed. The device was returned and an evaluation revealed; image noise occurred and the image could not be seen, due to damage on the charge coupled device (ccd) unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.